Manufacturer narrative:
D4 lot number- per the customer, the previously reported lot number,&nbsp;101914, may not be the affected lot number but is a possible lot number.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported when attaching the needle to a closed system connector that is connected to a syringe for administering subcutaneous chemotherapy, there have been multiple times that chemo has leaked around where the needle connects to the syringe. Staff have had to really screw on the needle to the connector as it does not feel snug. There was no harm to patient or staff.